Event description:
Facility alleges that dialyzer leaked during treatment. Treatment was stopped and a new dry pack was set up. Treatment was restarted w/o further incident. No blood loss reported. No patient injury reported.